Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, patient #1 sample was collected and ran on abbott ID now which resulted in covid-19 positive. The results were reported to the physician. Patient #1 sample #2 was collected on 26-apr-2022 and run on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 negative, flu a negative, flu b negatve and rsv negative. Patient results reported to the physician and corrected with the retest results. Sample was retested as physician was not aware of abbott positive result at this time, retested due to patient being symptomatic. Patient #1 sample #2 retest #1 was conducted on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 positive, flu a negative, flu b negative and rsv negative. Patient results reported to the physician. Patient #2 sample #1 was collected on (B)(6) 2022 and run on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 positive, flu a positive, flu b negatve and rsv negative. Patient results reported to the physician. (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 negative, flu a positive, flu b negatve and rsv negative. Patient results not reported to the physician. Patient #2 sample #1 retest #2 was conducted on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 positive, flu a positive, flu b negatve and rsv negative. Patient results reported to the physician. Samples were all stored at room temp, inverted 5x and processed per pi. Patients did exhibit symptoms, thus the reason for retest. Customer confirmed there was no death, injury or deterioration in health related to the discrepancy.this case involves a patient who tested positive for sarscov2 by abbott ID now, but negative by xpert xpress cov-2/flu/rsv plus from two samples collected on the same day. The xpert xpress cov-2/flu/rsv plus test was repeated on the same swab and was positive for sarscov2. All curves were normal and no evidence of interference or malfunction. A second patient was positive for both sarscov2 and flua was detected all three times with CT values in low to mid 30s. Normal appearing curves. No reported impact to patients. The likely root cause target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, patient #1 sample was collected and ran on abbott ID now which resulted in covid-19 positive. The results were reported to the physician. Patient #1 sample #2 was collected on (B)(6) 2022 and run on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 negative, flu a negative, flu b negatve and rsv negative. Patient results reported to the physician and corrected with the retest results. Sample was retested as physician was not aware of abbott positive result at this time, retested due to patient being symptomatic. Patient #1 sample #2 retest #1 was conducted on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 positive, flu a negative, flu b negative and rsv negative. Patient results reported to the physician. Patient #2 sample #1 was collected on (B)(6) 2022 and run on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 positive, flu a positive, flu b negatve and rsv negative. Patient results reported to the physician. Retest was performed due to co-infection. Patient #2 sample #1 retest #1 was conducted on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 negative, flu a positive, flu b negatve and rsv negative. Patient results not reported to the physician. Patient #2 sample #1 retest #2 was conducted on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus, which resulted in sars cov 2 positive, flu a positive, flu b negatve and rsv negative. Patient results reported to the physician. Samples were all stored at room temp, inverted 5x and processed per pi. Patients did exhibit symptoms, thus the reason for retest. Customer confirmed there was no death, injury or deterioration in health related to the discrepancy.